Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported inability to rotate the hub/barrel could not be confirmed as the device was returned with the handle in the unlocked position and interlocks were successfully turned during returned device analysis. Based on the reported information and returned device analysis the reported difficulty and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. Reportedly, no cutdown procedure was performed. A new prostar xl device was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a prostar device after a abdominal aortic aneurysm repair (aaa) procedure. Reportedly, the hub ring could not be turned (did not move). A surgical cut down was performed and hemostasis was achieved with surgical suturing. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.